Manufacturer narrative:
The comparative catheter was pulled and tested for rbp. The labeled rbp for this device is 2.0 atm. The comparative catheter did not burst until 3.5 atm. As specified in the report, it is unknown as to what pressure the complaint catheter burst at. Most balloon bursts are contributed to over pressurization of the balloon. The physician did not used an inflation device with pressure gauge as is recommended in the instructions for use. The inflation device with pressure gauge is recommended to monitor the pressure, so that the rbp is not exceeded. Device not returned.

Event description:
As per the report from bis - "during a valvuloplasty procedure, physician had the balloon rupture upon inflation. There was not harm caused to the patient and the procedure ended up with a good result, despite this rupture. The cardiac output prior to the procedure was a 1.6 and after the procedure it was an avg of 1.95. Calcification was noted at the procedure site. An inflation device with pressure gauge was not used. The atm at which the balloon ruptured is unknown because a syringe was used. The catheter shaft was not kinked. A 9f terumo pinnacle sheath was used. No unusual patient anatomy was reported."